Manufacturer narrative:
One device was returned for evaluation in used condition. Review of the service history found one similar event. The customer reported problem was confirmed. The investigation determined the probable cause of the continuous flow was a loose input manifold assembly, a loose demand valve assembly, and a loose patient outlet connector. The screws were tightened to secure input manifold assembly and demand valve, and the patient outlet connector was remediated to resolve the reported issue.

Event description:
It was reported that the device was not cycling properly and just continuously giving gas flow. There was unknown patient involvement.